Event description:
The complaint handling unit received medwatch number (B)(4) on (B)(4) 2013. This reported hardware that was removed was not placed at the (B)(6). The patient had originally sustained a distal supercondylar femur fracture in 2012 and had an open reduction and internal fixation at that point. It appeared to be a probable union with pain and bone-on-bone degenerative joint disease with continued decreased ambulatory status, pain, and difficulty mobilizing. Overall knee has continued to worsen. The patient has used a cane, narcotics and ibuprofen over a six month period, did formal physical therapy from the time of his fracture and a continued exercise program. He has also tried a brace. The patient feels things are slowly worsening. During an office visit on (B)(6) 2013 the plate appeared fine. Sometime after (B)(6) /2013 the plate broke. He has medial bone-on-bone changes to the left knee with complete loss of joint space; osteophytes and sclerotic changes medially. The plate was noted to be fractured; fluoroscopy demonstrated non-union/malunion if the supercondylar femur fracture at about 20 degree varus, malalignments. He presented for left intramedullary fixation, left femoral non-union; and the non-union site was identified. There was missing bone anteriorly. Osteophytes were excised. Post operative his left femoral non-union with post traumatic knee arthritis. X-rays were taken of three views of the left knee.(not provided in original complaint submission on (B)(4) 2013). The original 10-hole distal femoral locking plate and hardware was removed on (B)(6) 2013. This is report #1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional product codes: hty, jdw. Implant date reported as an unknown date (fracture occured in 2012). User facility medwatch (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be invalid based on the DHR review only. No device was returned for dimensional inspection. The investigation could not be completed; no conclusion could be drawn, as no product was received.